Event description:
Symptoms of pseudo gout 6 months after first injection with synvisc one/the aspirate was positive for calcium phosphate deposit [pseudogout], ([injection site joint swelling], [injection site joint warmth], [arthralgia], [arthrocentesis], [synovial fluid culture negative], [synovial fluid analysis abnormal], [calcium deposits]). Case narrative: initial information received on 10-jan-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is linked with case ID (B)(4) (multiple device suspects used in same patient). This case involves a 6-year-old male patient who had symptoms of pseudo gout 6 months after first injection with hylan g-f 20, sodium hyaluronate [synvisc one]/the aspirate was positive for calcium phosphate deposit. The patient's past medical history, medical treatment(s), vaccination(s), and family history were not provided. Concomitant medication included hyaluronic acid [gel one] syringe. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) once via route intra-articular for arthritis (dose unknown). Reportedly, the patient had symptoms of pseudo gout (chondrocalcinosis) (onset date: unknown, latency: 6 months) after first injection with synvisc one. The knee aspiration (aspiration joint) (onset date: unknown, latency: 6 months) was done during the visit for the second injection of synvisc one. The aspirate was negative for culture/growth (culture negative) (onset date: unknown, latency: 6 months) but positive for calcium phosphate deposit (synovial fluid analysis abnormal) (calcinosis) (onset date: unknown, latency: 6 months). The patient had arthralgia (onset date: unknown, latency: 6 months), swelling/swelling of knees and feeling of warmth/warmth of the knee joint (injection site joint swelling) (injection site joint warmth) (onset date: unknown, latency: 6 months) (unknown batch number and expiry date for all events). There would be no information available on batch number and expiration date corresponding to the one at time of event occurrence (product consumed & discarded). Relevant laboratory test results included: culture - on an unknown date: negative [the aspirate was negative for culture/growth] synovial fluid analysis - on an unknown date: [positive for calcium phosphate deposit] aspiration joint - on an unknown date: [the aspirate was negative for culture/growth but positive for calcium phosphate deposit]. Action taken: not applicable for the event. Corrective treatment: knee aspiration done for the event. At time of reporting, the outcome was unknown for the event. Seriousness criteria: medically significant and intervention required. A product technical complaint (ptc) was initiated on 10-jan-2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Ptc stated: preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on 15-jan-2025 with summarized conclusion as no assessment possible. Additional information was received on 15-jan-2025 from quality department. Ptc results were added. Text amended accordingly.

Event description:
Symptoms of pseudo gout 6 months after first injection with synvisc one/the aspirate was positive for calcium phosphate deposit [pseudogout] ([injection site joint swelling], [injection site joint warmth], [arthralgia], [arthrocentesis], [synovial fluid culture negative], [synovial fluid analysis abnormal], [calcium deposits]). Case narrative: initial information received on 10-jan-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is linked with case ID: (B)(4) (duplicate; deletion case). This case involves a 6-year-old male patient who had symptoms of pseudo gout 6 months after first injection with hylan g-f 20, sodium hyaluronate [synvisc one]/the aspirate was positive for calcium phosphate deposit. The patient's past medical history, medical treatment(s), vaccination(s), and family history were not provided. Concomitant medication included hyaluronic acid [gel one] syringe. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) once via route intra-articular for arthritis (dose unknown). Reportedly, the patient had symptoms of pseudo gout (chondrocalcinosis) (onset date: unknown, latency: 6 months) after first injection with synvisc one. The knee aspiration (aspiration joint) (onset date: unknown, latency: 6 months) was done during the visit for the second injection of synvisc one. The aspirate was negative for culture/growth (culture negative) (onset date: unknown, latency: 6 months) but positive for calcium phosphate deposit (synovial fluid analysis abnormal) (calcinosis) (onset date: unknown, latency: 6 months). The patient had arthralgia (onset date: unknown, latency: 6 months), swelling/swelling of knees and feeling of warmth/warmth of the knee joint (injection site joint swelling) (injection site joint warmth) (onset date: unknown, latency: 6 months) (unknown batch number and expiry date for all events). There would be no information available on batch number and expiration date corresponding to the one at time of event occurrence (product consumed & discarded). Relevant laboratory test results included: culture - on an unknown date: negative [the aspirate was negative for culture/growth] synovial fluid analysis - on an unknown date: [positive for calcium phosphate deposit]. Action taken: not applicable for the event. Corrective treatment: knee aspiration done for the event. At time of reporting, the outcome was unknown for the event. Seriousness criteria: medically significant and intervention required. A product technical complaint (ptc) was initiated on 10-jan-2025 for synvisc one (batch number and expiry date: unknown) with global ptc number: complaint: (B)(4). Ptc stated: preliminary assessment: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Investigation: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis complaint handling to determine if a CAPA (corrective and preventive action) was required. The final ptc was completed on 15-jan-2025 with summarized conclusion as no assessment possible. Additional information was received on 15-jan-2025 from quality department. Ptc results were added. Text amended accordingly. Based on the internal review on 16-jun-2025 the case: (B)(4) (to be deleted) was identified to be duplicate of (B)(4). Hence, all the information from the case: (B)(4) (to be deleted) has been added in case ID: (B)(4). The duplicate case ID added. Text amended accordingly.

Event description:
Symptoms of pseudo gout 6 months after first injection with synvisc one/the aspirate was positive for calcium phosphate deposit [pseudogout] ([injection site joint swelling], [injection site joint warmth], [arthralgia], [arthrocentesis], [synovial fluid culture negative], [synovial fluid analysis abnormal], [calcium deposits]). Case narrative: initial information received on 10-jan-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is linked with case ID: (B)(4) (multiple device suspects used in same patient). This case involves a 6 years old male patient who had symptoms of pseudo gout 6 months after first injection with hylan g-f 20, sodium hyaluronate [synvisc one]/the aspirate was positive for calcium phosphate deposit. The patient's past medical history, medical treatment(s), vaccination(s), and family history were not provided. Concomitant medication included hyaluronic acid [gel one] syringe. On an unknown date, the patient received hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) once via route intra-articular for arthritis (dose unknown). Reportedly, the patient had symptoms of pseudo gout (chondrocalcinosis) (onset date: unknown, latency: 6 months) after first injection with synvisc one. The knee aspiration (aspiration joint) (onset date: unknown, latency: 6 months) was done during the visit for the second injection of synvisc one. The aspirate was negative for culture/growth (culture negative) (onset date: unknown, latency: 6 months) but positive for calcium phosphate deposit (synovial fluid analysis abnormal) (calcinosis) (onset date: unknown, latency: 6 months). The patient had arthralgia (onset date: unknown, latency: 6 months), swelling/swelling of knees and feeling of warmth/warmth of the knee joint (injection site joint swelling) (injection site joint warmth) (onset date: unknown, latency: 6 months) (unknown batch number and expiry date for all events). There would be no information available on batch number and expiration date corresponding to the one at time of event occurrence. Relevant laboratory test results included: culture - on an unknown date: negative [the aspirate was negative for culture/growth] synovial fluid analysis - on an unknown date: [positive for calcium phosphate deposit] aspiration joint - on an unknown date: [the aspirate was negative for culture/growth but positive for calcium phosphate deposit]. Action taken: not applicable for the event. Corrective treatment: knee aspiration done for the event. At time of reporting, the outcome was unknown for the event. Seriousness criteria: medically significant and intervention required.

Manufacturer narrative:
Sanofi company comment dated 21-jan-2025: this case involves a 6 years old male patient who had symptoms of pseudo gout/chondrocalcinosis 6 months after first injection with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, the causal role of the company suspect could not be denied for the occurrence of adverse event. The case will be re-evaluated post further update on patient¿s past drug and medical history, family history, concurrent conditions, injection technique, post injection routine, that would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.